Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. The customer communicated that they did not have any remaining reagent available. Without the returned reagent, an investigation cannot proceed and therefore the root cause cannot be determined. The dcu reviewed the certificate of analysis for lot in use at the time of the event, and the product met and passed all specifications upon manufacturing release. The cause of this event in unknown. No product problem identified.

Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to serum testing. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.